Event description:
During coronary artery stent placement, the stent dislodged from the catheter. During retrieval the stent became lodged in the iliac system. The pt was transferred to surgery to remove the stent.